Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that he changed the infusion set several times and gave himself a manual injection, but the high glucose level continued. Troubleshooting was performed. The time on the insulin pump was correct. Reviewed the daily totals, bolus totals, and basals totals were off by 15.0 units approx. However, it was found that the device was on suspending mode for a long time. The alarm history revealed a no delivery alarm. Ran a fixed prime test and the insulin exited. The customer stated that he has noticed the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.